Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they have been having low blood glucose values every day. Customer blood glucose was 47 bg/dl. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer did not what to continue troubleshooting. Product is expected to return.